Manufacturer narrative:
Concomitant medical products: 5592-45 lead, implant date: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined impedance qualified as high, no capture, noise and a confirmed fracture. It was noted that the patient experienced heart block. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.